Event description:
It was reported that the patient was admitted to the hospital due to chest tightness and weakness in the hands. The ventricular lead showed a loss of capture when the patient is lying down. Positional and isometric testing was done, but the loss of capture could not be duplicated. The thresholds were increased and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.